Event description:
It was reported by the patient that "there have been multiple different adjustments and multiple hands touching my device settings¿ and that they have lost 2.5 years from their cardiac resynchronization therapy defibrillator (crt-d) battery life. It was further reported that reported that the patient has never had an episode and has never had a problem. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5.desc evt problem: grammatical typo/error corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "there have been multiple different adjustments and multiple hands touching my device settings¿ and that they have lost 2.5 years from their cardiac resynchronization therapy defibrillator (crt-d) battery life. It was further reported that the patient has never had an episode and has never had a problem. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up with the clinic indicated that there were no known issues with the crt-d. No further action was taken or is planned.